Event description:
It was reported that when the clinician drew back solution from the distal lumen line, bubbles were observed. Customer questioned if it was attributed to the hemostasis valve.

Manufacturer narrative:
Device has not been returned for evaluation.